Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epicardial leads had elevated thresholds which had increased over time. The device was at elective replacement indicator (eri) in approximately 2 years due to being programmed to maximum output in order to maintain pacing with the epicardial leads. The leads were capped and replaced and the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.